Event description:
The surgeon was attempting to insert a three piece silicone lens model aq2010v into the pt's eye and notices the haptic tore. The lens was removed by cutting it in half. There was no pt injury.